Event description:
Information was received from a healthcare provider regarding a patients external device. It was reported that the caller was an MRI tech. Caller reported they had been trying to connect to patient's implant using the communicator and handset for about 1 hour. Caller conference patient on line, patient reported they saw their hcp yesterday and their hcp was not able to connect to their implant with their communicator. Patient reports they charged their communicator/handset the day before they saw their hcp and also yesterday. Patient indicated they charges their communicator / handset every 2 months. Caller reported when they plug the communicator into the wall outlet, they see a solid green light, but when they unplug it from the wall outlet, no lights are on the communicator. Troubleshooting performed, resetting the communicator. Close all apps and power the handset off and on. Issue did not resolve. Suggest patient charges her communicator /handset once a week. Email repair for a communicator replacement. Additional information was received from the patient. They called back because they couldn't get the replacement communicator and handset to connect. Patient mentioned that the device is so deep even the doctor was having trouble finding it. Walked caller through pairing the new communicator to the handset. Patient was able to connect and put the device into MRI mode. Told caller to make sure the handset and communicator are charged when they go to get their MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.